Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient would experience side effects when increasing the stimulation. They stated they increased the stimulation too high back in early 2021, and that they had to be hospitalized. They were in the hospital for a day because they could not pee. The patient knew it was their ins that sent them to the hospital because when they decreased stimulation, they could pee again and were at "square one." They said their healthcare provider wanted to see them after to check their bladder. They were redirected back to their healthcare provider to further address their issues. The patient also inquired about a phone number for the new manufacturer representative in their area, and were again redirected back to their healthcare provider.

Manufacturer narrative:
B2: corrected to hospitalization and other: retention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called stating it has not been working for a long time, they wear diapers all the time, and have been on program 2 since meeting at the doctor's office with the medtronic representative (rep). The patient said, they don't know when they first noticed the issue, before christmas could have been (B)(6). When they urinate it runs down the inside of their thigh, they have to get up several times during the night, they are always wet and cannot make it to the bathroom whether their stimulation is strong or weak they have no success. The patient said they were calling for assistance to change from program 2 to program 3. Patient services worked with the patient who was successful to change to program 3 and increased to 1.15. They felt comfortable stimulation in their "tush" and would try it there. Patient was redirected to their doctor, they repeated information about rep who helped them during the trial and the doctor told them they would have a permanent rep. Reviewed rep role, redirected to the doctor. ***information pertaining to radiation treatment interference issues in rtg0229848 omitted. See related event (B)(4) regarding those issues.***

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.